Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-07594. It was reported the patient lost weight, causing the ipg's to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken on (B)(6) 2023 during which both the pocket sites were deepened. Stimulation was restored following the procedure.